Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe showed error message c-00 and c-34 while monopolar activation and every power cycle c-00 error is reporting. Informed fse will do further troubleshooting. No onsite connection. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, when the ports were placed, there was no issue. The system functionality was working fine. The issue occurred after the end of the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the issue was confirmed through system logs, which recorded error c-33 on 17-jan-2026. Upon visual inspection, the unit exhibited a scratch on the right side; otherwise, it was in good cosmetic condition. During functional testing, the erbe unit displayed error code c-33 upon startup. However, a review of the erbe log indicated recorded errors of c-00. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.